Event description:
It was reported that when an asymptomatic patient presented in the operating room for change out due to high hv lead impedance and high capture threshold, externalized conductors were observed. The lead was capped and replaced. The patient was doing fine with no complications with the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.